Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 14mm amplatzer septal occluder was selected. When deployed the device formed into a cobra shape. The device was removed from the patient but the incorrect shape recurred. The device was replaced and successfully implanted. The patient remained hemodynamically stable with no clinically significant delay.